Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their stimulation was shutting off on its own and the issue began a month or so ago. Patient stated when they went to the controller, the stimulation would be off and in MRI mode. Patient contacted their representative and the representative redirected the patient to patient services to replace the controller. The patient was redirected to their healthcare provider to further address the issue. Representative responded to agent's email and mentioned they would call the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative regarding a patient with an implantable neurostimulator (ins). The representative stated that the cause of the device continuing to go into MRI mode was unknown. They stated that it sounded like it could have been done by the patient on accident based on what they discussed with them over the phone. The representative performed troubleshooting with the patient and so far the issue has been resolved. The information was confirmed with the patient/provider.